Event description:
The customer stated that she had received readings of 172 mg/dl, 108 mg/dl, and lo. The readings were taken back to back. The differences between the readings falls in the "d" and "e" zones of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events. The customer was sent control solution and a check strip for further troubleshooting. Troubleshooting showed the meter and strips were working as designed. No product is to be returned for evaluation.